Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to obtain an accurate reading. Customer's blood glucose was 135 mg/dl.